Event description:
It was reported that during initial implant procedure, patient's new pacemaker header exhibited anomaly due to which leads were difficult to insert inside the header. It was also noted that the header set screw were difficult to tightened. The leads were misaligned inside the header. The pacemaker was not used and the procedure was completed using an alternate pacemaker on (B)(6)2023. The patient was stable.

Manufacturer narrative:
The reported event of pacemaker header anomaly and leads difficult to insert inside the header was confirmed. Analysis of the device revealed the setscrews had been screwed down in the connector ports blocking lead insertion. Both setscrews were found stripped. This indicates the user had turned and tightened the setscrews down into position to where they were blocking full lead insertion into the ports. When the setscrews were retracted out from blocking the ports test leads could then be fully inserted into the connectors and the setscrews tightened down on them to securely hold them in the connector ports. No device anomalies were found. The setscrews being stripped and turned down blocking the ports was due to user error.